Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) device triggered elective replacement indicator (eri) within warranty period. The patient was not monitored and the device was programmed at acute outputs since implant. Boston scientific technical services (ts) believed the device reached eri sooner than expected because outputs were set high like they are for new implants. The device was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.